Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the silicone channel drain broke during removal leaving a portion inside of the patient. The patient required additional surgery to remove the fragment.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the silicone channel drain broke during removal leaving a portion inside of the patient. The patient required additional surgery to remove the fragment. The patient's initial surgery was a ventral hernia repair with mesh and drain placement. The drain removal was attempted on post-op day one. The drain was not sutured in place and excess force was not used during removal.

Manufacturer narrative:
The reported event was confirmed; however, a root cause could not be determined. The inspector received one used silicone evacuator with a four channel drain. No packaging was included. It was noted that the drain was broken. The drain was broken at 20.5 cm. The outer diameter of the drain tubing was measured to be 0.1930 inches. Per specification, the outer diameter should be 0.197 +/- .013 inches. A potential root cause for this failure could be "drain was nicked with sharp object such as a trocar." The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿drain placement · the surgeon should irrigate the wound with sterile fluid, then suction the irrigating fluid and gross debris from the operative site. · tubes should lie flat and in line with the anticipated skin exit. To facilitate later removal by manual traction, the tubing should not be curled, pinched, or sutured internally. · positioning of the drain in the body cavity, as well as the number of drains indicated, should be determined by the operating surgeon. · drain tubing should be placed within the wound by approximating the areas of critical fluid collection. · care must be taken to ensure that all drain perforations or channels lie completely within the wound or cavity to be drained. · taping or a triple loop suture (around and not through the tubing) will aid in preventing accidental drain displacement. · deep drainage is best accomplished by using one or more drains for each level of tissue. Each level should be evacuated by a separate vacuum source. · care must be exercised to avoid damage to the drain (see warnings). The tubing should be repeatedly checked during closure for free motion to avoid breakage and/or fragment retention within the wound." Patient code: 2564.

Event description:
It was reported that the silicone channel drain broke during removal leaving a portion inside of the patient. The patient required additional surgery to remove the fragment. The patient's initial surgery was a ventral hernia repair with mesh and drain placement. The drain removal was attempted on post-op day one. The drain was not sutured in place and excess force was not used during removal.